Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional and system level testing was performed, and it was noted that there was a leak from port 2. The reported condition was verified. The cause of the reported condition could not be determined; however, the potential cause was irregularities in the tooling of the product during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4 lot #: the reported lot # 60356455 is not a valid valve set lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em2400 valve set had air; further described as ¿bubbles coming from the set into the bag¿ from the "the first couple of ports". The issue was observed during compounding, prior to mixing for patients. To resolve the event, the valve set was replaced. There was no patient involvement. No additional information is available.